Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4309107. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd q-syte clot noted line. The following information was provided by the initial reporter: the patient was treated on (B)(6) 2025 with infusion via an infusion port butterfly-wing needle connected to a q-syte needleless infusion connector from biddy's. The infusion connector and punch seal tubing were connected correctly in accordance with specifications, and at 11:43 that day, the catheter was withdrawn to see a 3cm strip-shaped thrombus in the syringe, which was immediately given the opportunity to withdraw as much blood as possible, and all of the thrombus in the catheter was withdrawn back into the syringe, and the punch was performed without incident. It was reported to the nursing department and reported as an adverse device event.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6) hospital. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.